Event description:
Customer reported the pt was agitated and pulling the ivent towards his bed. The pt was reportedly given morphine and other drugs for relaxation, however, the drugs had no effect. It was further reported that the pt had been checked on within minutes prior to being found unresponsive. Staff noted the pt's room became silent and, upon checking, found the pt unresponsive, the ivent was close to the pt's bed, and the ivent was turned off. The customer reported it appears the pt turned the unit off. The pt was transferred to a local hosp. As a result of the reported event, the pt was reported to have a decreased cognitive ability. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.